Manufacturer narrative:
This event is currently under investigation. A follow-up report will be generated upon the completion of the investigation.

Event description:
An international customer was performing an extraction procedure using an ncircle tipless stone extractor. The basket broke at the first attempt of grabbing a stone, although the physician did not apply force. It was replaced with another device with the same specifications to complete the procedure. There have been no adverse effects to the patient reported. The patient did not experience any adverse events as a result of this event. No fragments of the device remained in the patient.

Manufacturer narrative:
A review of the functional tests, complaint history, device history record, quality of control, trends, and visual inspection of the returned device was conducted during the investigation. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A functional test was performed and the udh handle actuated the basket formation. A visual examination noted that one of the wires had pulled out of the cannula. Based on the provided information a definitive root cause cannot be established or reported at this time. Measures have been previously initiated to address this issue. We will continue to monitor for similar complaints. Based on the provided information a definitive root cause cannot be established or reported at this time.